Event description:
The customer reported receiving an error during procedures that required the system be shut down and restarted. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.